Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a cryoablation procedure, left bronchial arterial perforation was diagnosed by bronchoscopy following a single freeze in the left superior pulmonary vein (lspv) and a single freeze in the left inferior pulmonary vein (lipv). Blood in the endotracheal tube was observed after the second and final freeze. Protamine and one unit of blood were administered; there was no report of blood or excessive fluid in the pericardium. It was noted that no system notices were received and there was nothing unusual regarding the feel or operation of the balloon and mapping catheter. Additional information received indicated that the mapping catheter appeared to have made its way outside the border of the lspv during or prior-to the two freezes. The case was aborted and the patient was transferred to the intensive care unit (ICU). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files for the date of the reported event were returned and analyzed. The data files did not show any issues for the date of the event. There was no indication of a product malfunction and no product to be returned for analysis. A clinical issue was encountered during the procedure.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.